Manufacturer narrative:
Product event summary: the device was returned to the manufacturer, but analysis could not be performed due to legal restrictions. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a systemic infection. The right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also presented to the hospital with fatigue, palpitations, and a cough. The patient is a participant in the product surveillance registry clinical study.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.